Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information received on (B)(6) 2024, and reviewed by the clinician, clinical codes "breast mass" and "breast discomfort/pain" have been added to field h6 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2024, mentor became aware of the impacted device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant" field d4 for catalog number has been updated to "3504751bc" field d4 for lot number has been updated to "6971797" field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p030053" date of implant was removed from fields d6a since is no sufficient information regarding the date of implant. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on march 25, 2024, date of implant has been updated to (B)(6) 2015. Fields d6a have been updated accordingly on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old black or african american female patient underwent primary breast augmentation with 375cc unknown gel implant smooth on the right side, and with 415cc unknown gel implant smooth on the left side and experienced bilateral rupture confirmed on MRI/ mammogram/ ultrasound postoperatively. The lumps felt by the patient were assessed by the clinician as symptom of reported device rupture. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).